Event description:
This spontaneous case report was received from an adult female consumer in united states on (B)(6) 2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced cramping, bleeding, weight gain, depression, and felt emotional. No information given on consumer's history, past drugs, concomitant drugs and concurrent conditions. In (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted with lot number 901327 for sterilization. On an unspecified date the consumer experienced bleeding, cramping, weight gain, depression, and felt emotional. The physician recommended a partial hysterectomy which was done mid 2013 and removed everything but her ovaries. Essure was also removed at that time. The outcome of events were not provided. No assessment was given. Ptc investigation result was received on 03-mar-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the events reported are not necessarily indicative of a quality defect. Nine (9) additional ae case reports have been received to date in relation to batch no. (B)(4) but none of these cases refer to a similar types of medical events. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for a technical investigation. At time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Follow-up information received on 06-mar-2014: follow up attempt was performed with no response. Case closed. Follow up information received on 08-oct-2015 (case upgraded to incident): this report has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1414). The consumer stated she had essure placed in 2012; the placement procedure hurt even with the mess (as reported) she was given. One month after having essure she had very heavy periods (it was not normal for her) and pelvis pain out of this world. She went into a deep depression and had anxiety out of the roof. She also reported gained so much weight and she ended up having a hysterectomy about 6 months later. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding/very heavy periods and pelvis pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (approximately 7 months after device placement). These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started one month after essure placement. Considering this positive temporal relationship and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was initially regarded as non-incident, since limited information was provided at initial report (consumer mentioned a hsyterectomy; however neither was her bleeding specified nor was events onset provided). Upon receipt of follow-up information, case was upgraded to incident; as consumer reported intense pelvic pain 1 month after essure placement and menstrual changes requiring a hysterectomy (intervention required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect.